Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a display board error.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced reconnected ferrite cable on power supply connector. A review of the device history record for sn: (B)(6) was performed from 09/04/2019 to 8/21/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to loose ferrite cable on the power supply connector. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer.

Event description:
It was reported that there was a display board error.